Manufacturer narrative:
Complete information for section a patient information. Patient identifier- multiple = (B)(6) and (B)(6). This issue was previously reported under MDR number 1628664-2018-02001 under a different suspect device. The customer's instrument logs were reviewed using abbottlink and log-ic for the samples tested in october. This review did not indicate an instrument or sample integrity issue occurred. A review of tickets for list number 2k41, lot 67302un18, did not identify an increase in complaint activity related to falsely elevated patient results. Return testing was not completed as returns were not available. Historical performance of lot 67302un18 was evaluated using world wide data from abbottlink. The patient medians (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established limit. This evaluation indicated all three levels of the patient medians and the cal f rlu mean were within the established limits for the reagent lot. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect stat troponin-I reagent lot 67302un18.

Event description:
The customer reported two false positive troponin results on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial 0.297, repeated 2.015, 2.443. The sample was respun and retested = 0.287 / 0.293ng/ml; sid (B)(6) initial 0.117, repeat < 0.01ng/ml. The customer's diagnostic cutoff is 0.04 ng/ml. There was no impact to patient management reported.